Event description:
It was reported that the patient lost consciousness and was transported to the hospital. It was observed that there were several pacing failures. The device output was increased as it was unclear if this is a device or right ventricular (rv) lead issue. The device and lead remain in use and will be re-evaluated in two weeks. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5866-9m implatable adaptor implanted: 2009-(B)(6). (B)(4).